Manufacturer narrative:
Additional information: h11 h11. Radiographic image review: the magnified lateral x-ray of lsi fusion was provided. Blue circles are used to designate separate rod fractures. One at l5/s1 and one at s/I. Ap view of same shows bilateral rod fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-pelvis post erior spinal fusion with a pso for an indication of adjacent segment stenosis/ddd and severe sagittal imbalance. It was reported that the rods appear to have fractured around the s1 screws. The postop xray was from (B)(6) 2023, but the rod fracture was identified while measuring the postop images on (B)(6) 2024. There were no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.